Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material was present in the forceps elevator area was cause not established and for peeling observed at the adhesive area of the illumination lens was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material present in the forceps elevator area and peeling observed at the adhesive area of the illumination lens. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Updated field: h4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.